Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient expired due to a hemorrhagic stroke. The patient was at a long term care facility and became unresponsive. The patient experienced a spontaneous head bleed, and his inr was 3.6 when he arrived at the hospital. Brain death was confirmed by imaging. The vad coordinator was unable to determine whether his spontaneous bleed was vad related.

Manufacturer narrative:
Approximate age of device: 73 days. The pump was not returned to the manufacturer for evaluation and the manufacturer has inquired why it was not returned. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.